Event description:
It was reported that the gastrointestinal videoscope exhibited when plugged in there was no picture just static. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the alleged failure when it is plugged in there is no picture just static due to defective plug unit. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.